Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol mesh - ventralex (device 2). An additional supplemental emdr was submitted to represent the bard/davol mesh - ventralex (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with four incisional hernias thereby underwent open repair with implant of ventralex mesh (device 1 ¿ right and device 2 ¿ left). Per operative notes, ¿the two areas of palpable hernias which were at the colostomy site on the left and on the right side on the midline hernia. A vertical incision was made sharply through the old scar. On the left side was a very large, incarcerated hernia which was dissected out. A ventralex mesh (device 1) was placed into the left abdominal wall and secure it with sutures. On the right side the hernia sac was dissected out. A large ventralex mesh (device 2) was placed into right abdominal wall and secure it with sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia, adhesion, pain, thereby underwent open repair with implant of sepramesh ip (device 3) and explant of ventralex mesh (device 1 and device 2). Per operative notes, ¿prior surgical incision was excised. The hernia sac was dissected out. All adhesions were taken down. Prior placed ventralex mesh (device 1 ¿ right and device 2 ¿ left) was excised totally. A large sepramesh ip (device 3) was placed into anterior abdominal wall and secure it with sutures.¿